Event description:
One pt with discrepant hemoglobin results. Initial results gave 18.4 and 17.9 g/dl; repeat by another method gave 15.1 g/dl. A second sample gave 18.8 g/dl by original method. Initial sample was repeated twice by original method, using a different lot of reagent gave 16.3 and 16.6 g/dl respectively. If add'l info is rec'd appropriate notification will be provided.